Manufacturer narrative:
Additional information: b5- replacement lens (B)(6) did not resolve the problem and was explanted on (B)(6)2022. Per email on (B)(6) 2022, the "reason for explant- patient complained of discomfort". Claim# (B)(4).

Manufacturer narrative:
Weight: unk ethnicity: unk. Race: unk. Date rec¿d by MFR: this product is not marketed in the us. Claim# : (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2, -12.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a for a shorter length lens due to elevated iop (28mmhg) without pupil block and angle closure (assesed on (B)(6) 2020), pigment dispersion, unreactive(fixed) pupil, glare/haloes, iris atrophy, and excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as "excessive vault causing pigmentary dispersion and increased eye pressure." Reportedly, "vault is now better, along with iop.